Event description:
Reportedly, during several follow-ups, oversensing was noticed on both atrial and ventricular channels in some records episodes. However, thresholds, impedances and sensing are good since implantation. Because a lead issue is suspected by complainant, an analysis is requested.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.